Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient's daughter called to return the unit because the patient expired. No problem with the unit, however, further information regarding the death is not available.